Event description:
It was reported that during this right ventricular (rv) lead implant, the pace impedance measured at about 1300 ohms, which is out of range. Additional information indicated that the implant was finished with no issue. The cause for the high impedance was not known. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.